Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for crimped tubing & leakage with the incident lot was observed. Evaluation of the customer samples was performed and a slice in the tubing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the tubing was crimped and leaked. 1 of 2: crimped and leaked. We had an incident where one of the butterfly needles had defective tubing. The tubing was crimped and leaked. We checked the other packages and have not found another issue so far. Ref#367344 and lot#9130809.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the tubing was crimped and leaked. 1 of 2: crimped and leaked. We had an incident where one of the butterfly needles had defective tubing. The tubing was crimped and leaked. We checked the other packages and have not found another issue so far. Ref#367344, lot#9130809.